Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance while filling cartridges multiple times. It was noted that the customer was only able to administer 3/4 of the insulin from the syringe into the cartridge and that the customer was able to resume insulin delivery. Reportedly, the customer was not performing the air removal technique when filling the cartridge. There was no reported impact to the customer's blood glucose level.